Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that the error "e207" occurred due to emergency light failure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been nearly 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon indicated "e207 generation" was reproduced. It was confirmed that the emergency light was failing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.